Event description:
The pt reported an issue with the up/down button of the infusion device. No serious injury was reported. The infusion device was requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective. During a teleconference ((B)(4) 2012) with personnel from the osb, a request was made to submit medwatch reports for all ous complaints related to the accu-check spirit recall (z-1646-2009) received after closure of the recall on 07/03/2012.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the up button and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.